Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. It may be possible that the distal sheath portion of the supera delivery system was bent or angled in the anatomy (possibly over the aortic bifurcation) such that the ratchet was unable to properly engage the stent for full deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, de novo lesion in the left superior femoral artery (sfa). The lesion was pre-dilatated using a cross over approach with a non-abbott device. The 5.5x150mm supera peripheral self-expanding stent system (sess) was advanced through a sharp angle in the common iliac artery to the target lesion. Deployment was initiated, however, after approximately 3 centimeters (cm) was deployed, resistance was met and at approximately 5cm of deployment, the stent would no longer deploy at all. The sess was removed without issue. It is the physician¿s opinion that the cause of the event might be due to the angle of the common iliac artery being sharp. There was no adverse patient effect and no clinically significant delay in the procedure. The lesion was successfully treated by dilatation with a non-abbott balloon dilatation catheter (bdc). No additional information was provided.